Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts at the distal edge of the crimped stent were distorted, deformed and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube profile and shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and severely tortuous proximal right coronary artery (rca). After pre-dilation was performed and a guidezilla guide extension catheter engaged in the lesion, a 38x4.00mm promus premier¿ stent was advanced to treat the lesion. However, the stent had difficulty advancing into the guidezilla. The physician then advanced the 38x4.00mm promus premier¿ stent and was unable to cross the proximal portion of the lesion due to calcification. After several attempts were made, the edge of the stent came into contact with the port of the guidezilla and the edge of the stent struts were lifted. The procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified and severely tortuous proximal right coronary artery (rca). After pre-dilation was performed and a guidezilla guide extension catheter engaged in the lesion, a 38x4.00mm promus premier¿ stent was advanced to treat the lesion. However, the stent had difficulty advancing into the guidezilla. The physician then advanced the 38x4.00mm promus premier¿ stent and was unable to cross the proximal portion of the lesion due to calcification. After several attempts were made, the edge of the stent came into contact with the port of the guidezilla and the edge of the stent struts were lifted. The procedure was completed with another promus premier¿ stent. No patient complications were reported and the patient's status was good.